Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The field service engineer reviewed the alarm trace and determined that the reported patient sample had sample-related issues. The cause of the event could not be determined. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable tina-quant albumin gen.2 result from one cerebrospinal fluid (csf) patient sample tested on the cobas c 503 analytical unit. The initial result was 171 mg/l. The repeat result was 22,404 mg/l. The repeat result was deemed correct. A result of 13,001.754 mg/l was also mentioned.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The field service engineer inspected the analyzer; replaced the sample probe; verified the positions, and washes; checked the log files; and performed successful hardware checks, test runs, and qcs. The investigation is ongoing.